Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Attachment pin broke on tip of inserter.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the attachment pin is fractured. Examination additionally located a crack in the handle. The root cause is attributed to product wear out due to heavy usage. The lot code a0109 indicates the instrument was manufactured in january of 2009. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.